Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred. Customer's blood glucose level was 157 mg/dl. Reportedly, the customer was able to successfully load a new cartridge onto the pump.